Event description:
The iab was inserted into the pt on 1/13/98 at 10:00 a.m. And removed on 1/14/98 at 3:00 p.m. The iab did not malfunction. A vascular surgeon was consulted, the pt had a thrombosis, major ischemia, removal of the iab was required and surgery was required. Also, the pt had pulse loss and required a thrombectomy. Event complications: thrombosis/ischemia/removal/surgery required-rpt'd 1/28/98. Pt's current status: discharged-rpt'd 1/28/98.